Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable. However, no report of pt or staff injury was reported.

Event description:
The customer reported the 2800 system had a table communication error which stopped the system's capacity to move the table. No pt injury was reported.